Manufacturer narrative:
(B)(4) report source: (B)(6). Complaint sample was returned and evaluated against the reported event. Visual inspection of the product found foreign debris in the sterile packaging that exceeds the acceptable limits. DHR was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator did not follow the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and no additional information is available at this time.